Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/06/2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A functional test was performed and no failure were detected related to the complaint. The data log was reviewed and inaccuracies were observed. The customer complaint was confirmed. A root cause could not be determined.